Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a single level balloon kyphoplasty procedure for a vertebral compression fracture, the ibt was inflated to 250, decreased to 150 before using cement resistant technique and then the balloon ruptured. It was also reported the rupture occured at high pressure. The patient did not have any allergy to contrast and no ibt components remained in the patient.